Event description:
I had essure placed in 2012. It was placed under general anesthesia in the operation room. Initially, I had minimal discomfort that was resolved within a week. My follow up was unremarkable. I had my hsg performed 3 months following. Only one tube was blocked but both coils remained in proper placement. I was told that I would need another hsg to ensure that I was either blocked completely or would need to have another surgery. Around (B)(6) 2013 began having pregnancy symptoms. Weight gain, mood swings, morning sickness, my areola darkened, and I started lactating. I went to the doctor and my pregnancy test was negative. At that point I underwent another hsg to determine if I was blocked. They ensured me that I was completely blocked in both tubes. I began having debilitating pain in my abdomen. Intermittent at first then progressively became more consistent. At times it felt like I was being stabbed. Radiating pain from my flank to umbilicus with no source of relief. When I'm not having bouts of sharp pain there is a constant ache throbbing in my abdomen bilaterally. My periods became irregular. There were times when I would go months without a period and months that I would constantly bleed. I talked to my physician and was told if it continued I would need an ablation (contraindicated with essure). As time passed I knew something wasn't right. I was a completely healthy woman that was now struggling to get out of bed because of pain, nausea, and fatigue. I went back to my doctor and she told me I was constipated. Gave me medication to help with the vomiting and loosen my stool. After following her instructions, nothing changed. So I found a new doctor. I had my annual pap and was scheduled for an internal/external ultrasound. Within a few days I received a phone call telling me that one of my coils was in my uterus and not my tube. I am scheduled for surgery in (B)(6). Where at the age of (B)(6) will have to undergo a hysterectomy. I'm still unsure as to what more internal and permanent damage they will find. Until then I will continue to suffer from pain, nausea, daily vomiting, extreme bloating, and fatigue.